Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 107 mg/dl and the sensor glucose was 44 mg/dl at the time of the incident. Difference between blood glucose and sensor glucose was 63 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 70 mg/dl. Threshold or low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is not expected to be returned for analysis.